Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0002648920-2016-03283.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: persona femur catalog 42500606202 lot 62690098; tibial articulating surface catalog 42521400110 lot 6231443; patella catalog 42540000038 lot 62113096. This report is number 2 of 2 MDR's filed for the same event (reference 3007963827-2017-00019 / 2648920-2017-00167).

Event description:
It was reported that a bone scan evidenced increased radiolucency around the patient¿s femoral and tibial components. An arthroscopy was performed approximately three years post implantation.